Manufacturer narrative:
(B)(4) somnolence, weight bearing difficulty, sensory disturbances).

Event description:
A (B)(6) woman with a history of fbss (two lumbar laminectomies with fusion and rod placement from t12-l5 followed by a discectomy) was referred to the interventional pain clinic for worsening low back and buttock pain. She had a history of osteoarthritis, rheumatoid arthritis, hypertension, and hypothyroidism. The patient complained of persistent low back pain for the last 10 years. The pain was localized to the lower lumbosacral spine, with radiation to the buttocks. She described the pain as constant, sharp, burning, and pressure like, and rated it a 7-8/10 on the numerical scale. Sitting up, standing, walking, or remaining stationary for even a short time worsened the pain, while lying down improved the symptoms. After several unsuccessful trial of medical management, an intrathecal trial was performed. Several intrathecal agents were attempted before a ziconotide trial was reported to relieve the patient's intractable low back pain by 50% and increase the patient's ability to ambulate. Intrathecal morphine, hydromorphone, and dual therapy with bupivicaine and clonidine were trialed separately without relief. A 20ml intrathecal drug delivery pump containing ziconotide was subsequently implanted. The tip of the intrathecal catheter was positioned at t11. Intrathecal ziconotide was initiated at 2.4 mcg/day (25 mcg/ml) and escalated to a maximum of 4.8 mcg/day over 2 months. The patient derived some relief for a couple of months, but increasing cognitive dysfunction and progressively reduced pain relief despite changes in ziconotide dosing prompted the pain team to consider alternative intrathecal agents. The patient had been reporting lumbar spasm unrelieved with oral muscle relaxants; therefore, baclofen seemed a reasonable choice. Doses of intrathecal baclofen were only escalated to 30 mcg/d (1000 mcg/ml) given the patient's persistent confusion, hallucinations, somnolence, gait disturbance, and occasional bowel and bladder incontinence, and was subsequently discontinued at 2 months. Intrathecal fentanyl seemed an appropriate alternative. During the ensuing 7 months, intrathecal fentanyl doses were increased from 10 mcg/d (80 mcg/ml) to slightly over 100 mcg/d due to noticeable benefit with the therapy. The patient reported a maximum of 50% pain relief, enhanced mobility at home, and an improved quality of life with no adverse effects during the first 2 months of treatment. However, 2 months following the initiation of the intrathecal fentanyl, the patient underwent lumbar spine hardware removal due to the belief the patient's pain may be related to spinal hardware malposition. During the surgery, the intrathecal catheter was inadvertently pierced, but immediately repaired. Complaints of increased pain, problems with weight bearing, and somnolence prompted an intrathecal dye study, which revealed a myelogram and no contrast extravasation outside the catheter or pump. Because the patient's pain was no longer controlled with intrathecal fentanyl despite an intact catheter and pump system, fentanyl was replaced with sufentanil. Doses began at 12 mcg/d (80 mcg/ml) and escalated to 17.2 mcg/d, with some reduction in pain and a greater ability to ambulate in her home. Approximately 2 years after intrathecal therapy implantation and 6 weeks following the introduction of intrathecal sufentanil, the patient was admitted to her local hospital for lower extremity weakness, sensory changes, and intractable lumbar pain. To assess the integrity of the implanted system and to explore the etiology of her pain, a CT myelogram was performed. The images demonstrated the presence of a granuloma confirmed by 2 separate radiologists. MRI revealed the presence of a left-sided, 4mm epidural mass indenting the left anterior aspect of the dural sac and pushing the spinal cord to the right. This corresponded to a presumed granuloma after detailed review by the radiology team. Neurosurgery was consulted and did not recommend surgery given the patient's symptoms did not reflect the need for immediate decompression. Intrathecal sufentanil was subsequently removed from the reservoir and replaced with normal saline. The patient had resolution of her symptoms approximately 48 hours thereafter. The patient was discharged from an outside hospital on oral methadone therapy for pain control, and consideration of experimental intrathecal agents was to be discussed in the future. It was hypothesized that sufentanil was implicated in the development of the intrathecal granuloma due to increasing dosage requirement with concomitant intractable pain, the concurrent use of no other intrathecal agent, and no development of signs of neurologic compromise with previous intrathecal therapies. Further, the patient had significant benefit from the initiation of intrathecal sufentanil, with subsequent development of intractable pain approximately 6 weeks following initiation of the medication. The temporal relationship between sufentanil use and the onset of symptoms falls within the range of granuloma development and lends support to the theory. It was noted that prior use of intrathecal fentanyl, baclofen, or ziconotide could have initiated the inflammatory process as no previous imaging was obtained to rule out such an event. Furthermore, there was no washout period after removing any of the previous agents and prior to beginning sufentanil; hence, the onset of granuloma formation may have begun with pump implantation approximately 2 years earlier.